Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient had the same issue with the lead breaking through the skin on (B)(6) 2017. Patient had wound dehiscence. There were no further complications reported.